Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a central venous catheter (cvc) insertion in the left subclavian vein, the anesthesiologist noted that after successful vessel cannulation and advancement of the guidewire (swg), the guidewire fractured and separated into two pieces. All guidewire fragments were reportedly removed in their entirety from the vessel. The procedure was subsequently repeated at a different insertion site. There were no reports of patient injury or adverse health consequences. The patient's condition at the time of reporting was described as "fine."